Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.

Manufacturer narrative:
This report is submitted on july 28, 2021.

Event description:
Per the clinic, the patient experienced a skin flap infection and extrusion of the device through the skin. The patient was treated with oral antibiotics, and the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date.